Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain. Reactive joint fluid and corrosion at the morse taper was discovered intraoperatively. Update: (B)(4) 2011 - litigation papers received. They allege that the doi was on or about (B)(6) 2009. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Reactive joint fluid and corrosion at the morse taper was discovered intraoperatively.